Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation with the fns for a femoral neck fracture. An 80 mm neck bolt was used, and drilling was performed at 80 mm. There was a distance of 15 mm to the cartilage pseudostratum, and re-drilling was performed at 85 mm. The distance to the cartilage pseudostratum was 10 mm. The 85 antirotation screw was inserted. The distance to the cartilage pseudostratum was 6 mm. Although the antirotation screw was more advanced than expected in the frontal image, it did not appear to be a problem. The lateral image showed that the antirotation screw was slightly off-center and was at 0 mm cartilage pseudostratum. There was a risk of cut-out, the antirotation screw was replaced to an 80 mm screw. The surgery was completed successfully within 30 minutes delay. The patient status was reported to be stable. No other medical intervention was required, and there were no adverse events to the patient. No further information is available. This report involves one antirotation screw for femoral neck sys 85mm length - steril. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Part #:04.168.485s, lot #:1596p82, manufacturing site:jabil bettlach, release to warehouse date:26/07/2022, and expiry date:01/08/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.